Event description:
The recipient reportedly experienced skin flap breakdown. The recipient's device was explanted. The recipient recovered from surgery.

Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. There was reportedly no medication intervention other than explant surgery. The recipient was discharged from the hospital. The recipient has healed. The external visual inspection revealed cut silicone overmold on both top and bottom covers prior to receipt. This is believed to have occurred during revision surgery. The device passed the photographic imaging inspection. System lock was verified. The device passed the electrical and mechanical tests performed. This device was explanted for medical reasons. The device passed the tests performed. This is the final report.